Manufacturer narrative:
H.6. Investigation: two sample connectors from lot: 1904104 were returned to our quality engineer for evaluation. The product was visually inspected, no defects or damage was identified. Dimensional testing was performed on the received connector, verifying all critical dimensions are within specification. Testing was completed, engaging and disengaging the connector and a sample injector from lot: 1906101. In all cases the product functioned as intended and the failure could not be replicated. Four retained connector samples of the same lot were used for additional evaluation. The same testing was performed, engaging and disengaging the device from sample injectors and again the product functioned properly in all units observed. A device history review was performed for lot: 1904104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. While we could not identify a root cause at this time, an investigation has been initiated to look further into this matter. CAPA#: 1186628 was initiated. H3 other text.

Event description:
It was reported that 3 bd phaseal optima connector (c35-o) experienced a loose connector or separation of he connector and hub during use. The following information was provided by the initial reporter: this record captures patient 2 of 4. Material no: 515070, batch no: 1904104. Via customer email: the phaseal connector and injector became disconnected during a 24 hr infusion. The bag was hung @ 1640 and became disconnected @ ~ 0230. The night rn was able to clean the connector and then reconnect with no further issues. A new connector was placed after am lab draws at ~0445. I have now learned of 3 other disconnections with this same infusion from the dayshift rn. Event description: this disconnected four different times with the same infusion, not five times. Not sure if four different connectors were used. We had an incident where the phaseal connector and injector became disconnected during a 24 hr infusion. I have now learned of 3 disconnections with this same infusion from the dayshift rn.

Event description:
It was reported that 3 bd phaseal optima connector (c35-o) experienced a loose connector or separation of he connector and hub during use. The following information was provided by the initial reporter: this record captures patient 2 of 4. Material no: 515070 batch no: 1904104. Via customer email: the phaseal connector and injector became disconnected during a 24 hr infusion. The bag was hung @ 1640 and became disconnected @ ~ 0230. The night rn was able to clean the connector and then reconnect with no further issues. A new connector was placed after am lab draws at ~0445. I have now learned of 3 other disconnections with this same infusion from the dayshift rn. Event description: this disconnected four different times with the same infusion, not five times. Not sure if four different connectors were used. We had an incident where the phaseal connector and injector became disconnected during a 24 hr infusion. I have now learned of 3 disconnections with this same infusion from the dayshift rn.

Manufacturer narrative:
The following information has been updated: a.2. Age at time of event: 66, a.2. Age unit: year, a.3. Sex: male, a.4. Weight: 72, a.4. Weight unit: kilograms, b.5. Describe event or problem: it was reported that 3 bd phaseal optima connector (c35-o) experienced a loose connector or separation of he connector and hub during use. The following information was provided by the initial reporter: this record captures patient 2 of 4. Material no: 515070 batch no: 1904104. Via customer email: the phaseal connector and injector became disconnected during a 24 hr infusion. The bag was hung @ 1640 and became disconnected @ 0230. The night rn was able to clean the connector and then reconnect with no further issues. A new connector was placed after am lab draws at 0445. I have now learned of 3 other disconnections with this same infusion from the dayshift rn. Event description: this disconnected four different times with the same infusion, not five times. Not sure if four different connectors were used. We had an incident where the phaseal connector and injector became disconnected during a 24 hr infusion. I have now learned of 3 disconnections with this same infusion from the dayshift rn. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd phaseal optima connector (c35-o) experienced a loose connector or separation of he connector and hub during use. The following information was provided by the initial reporter: material no: 515070, batch no: 1904104. Event description: this disconnected four different times with the same infusion, not five times. Not sure if four different connectors were used. The previous incident of disconnect that occurred on 8/22. We had an incident where the phaseal connector and injector became disconnected during a 24 hr infusion. I have now learned of 3 disconnections with this same infusion from the dayshift rn. This last time the tubing fell on the floor so a new bag is currently being made. This is the same infusion that we had issues with initially.